Event description:
Pt became agitated. Pt disconnected from ventilator and suctioned. The pt calmed down. Reconnected to ventilator, became agitated. Disconnected pt from ventilator, low pressure alarm sounding. The pt calmed down. Reconnected to ventilator pt became agitated. Ventilator not cycling, alarming low minute volume. Ventilator removed and replaced.